Manufacturer narrative:
Investigation summary: it was reported the needles were clogged. To aid in the investigation, four hundred seventy-eight samples in sealed packaging blisters were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-two samples expelled the solution with a normal flow. Eight samples did not expel the solution; these needles are clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 3 bd safetyglide¿ needle only, 25 g x 1 in. Were clogged. The following information was provided by the initial reporter: needle tip blocked and will not draw, even air will not pass through.